Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported high impedance and stroke remains unknown.

Event description:
Following an atrial fibrillation ablation procedure, on the same night the patient experienced a stroke and expired three days later. The patient was noted to have left facial drooping and was non-responsive to verbal ques, but did respond to painful stimuli. The patient's left side was also noted to be weak while the right side had normal grip strength. A CT scan was completed before the emergency room and the patient was given fentanyl, which is when the symptoms of the stroke were noted. The patient was given heparin as well and moved to another hospital. At the final destination for the patient, neurosurgery was consulted for a prophylactic hemicraniectomy, but the family and patient declined intervention. The patient had increasing cerebral edema in addition to a midline shift and increasing somnolence. The patient was made comfort care and death was declared on the evening of (B)(6) 2021. The patient was noted to not have a history of strokes. A transesophageal echocardiogram was conducted prior to the procedure to rule out any thrombus, the patient's activated clotting time remained above 220 for the procedure, and heparin was reversed with protamine following the procedure. The patient was noted to be on eloquis prior to the procedure, but it was stopped several days before the procedure. Anticoagulation bridging was not given due to the stroke. During the procedure, the catheter had high impedance. The catheter was replaced and the procedure was completed with no adverse consequences to the patient at that time.